Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that the healthcare provider (hcp) stated that the patient never used the device because "around the time it was implanted" the patient had stim turned on and it "brought her to her knees". The hcp reported the patient had not used the therapy since. Additional information was received from the patient on 2026-mar-18. The patient clarified the statement "it brought them to their knees" was that the doctor was synchronizing the unit. The healthcare provider (hcp) turned it up to see how high they could tolerate it. They went too far and couldn't get it back down for a few seconds so they suffered. They reported that what most likely caused or contributed to this issue was determined. They reported that what most likely caused or contributed to this issue was therapy being turned up too fast and not being able to bring it back down fast enough. They reported that steps taken to resolve the issue included that they were going to have surgery to have the device and lead taken out. They reported that the issue had not yet been resolved.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp) on 2026-apr-09. The hcp reported that on (B)(6) 2013 the patient reported a fall out of the bed that seemed to be the start of the "shock" sensations. The steps taken to resolve this issue were program changes and turning it off. The hcp reported this issue was not yet resolved. The patient wanted to have an MRI so they were planning removal. Surgery to remove the device was scheduled for (B)(6) 2026.